Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 8.4mmol/ l at the time of the incident. It was reported that they have experienced more regular battery change as well as reservoir change. The customer reported the pump had not been exposed to temperatures below 41°f (5°c). Customer isn't using a 620g or 640g pump with software version 2.6. The customer has not previously called to report power error detected. The customer was guided with steps to resolve the issue and to monitor the pump. The customer was advised to call back if the issue recurs. The insulin pump will not be returned for analysis.